Event description:
Pt was injected at peak stress as power protocol in the stress lab and was accompanied to the imaging room for immediate scintigraphy. Shortly after image acquisition had begun, the scintallation camera ((B)(4)) stopped and the system displayed an error: the collision surface on bonnet 2 is in open condition. System is not safe to use, cancel any studies in progress. If necessary, disengage table pins or use table cable release and manually extract pt. System is now down, call your field service engineer. The pt was safely extracted from the gantry. But as stress thallium imaging must begin no more than fifteen minutes after injection, the study could not be continued on another camera. The field service engineer was called and traced the problem to two loose connections on the detector, replaced a sensor and tightened an access door. The engineer stayed to observe the camera in action and reports that no further abnormalities were evident.